Event description:
On (B)(6) 2011, I had complete left hip surgery. Eleven days later it dislocated for no reason. Now it is slipping, popping, painful and could dislocate again and implant has burning sensation.